Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen 200 mcg/ml for a total dose of 11.33 mcg/day and dilaudid (hydromorphone) 7.5 mg/ml for a total dose of 0.4250 mg/day via an implantable pump. It was reported the patient's healthcare professional (hcp) was in (B)(6) and the patient is stuck in a small town in (B)(6) due to covid-19 they cannot get back to their hcp. It was noted that the patient was due for a refill on (B)(6) 2020 with an alarm date of (B)(6) 2020, but they stopped using their boluses to push out the date. It was noted the personal therapy manager (ptm) shows an alarm date of (B)(6) 2020 which was yesterday. It was noted the pump has not started alarming yet, but they already are experiencing symptoms of feeling weak and everything starting to hurt. It was noted the last time the pump was filled was (B)(6) 2019 and the patient was supposed to see the hcp on (B)(6) 2020. Tones were played for the patient. The patient was redirected to seek medical intervention if they felt it was appropriate. The patient was redirected to follow up with hcp. To report and resolve pump issue and symptoms. Physician listings were sent. The event date was asked, but unknown. No further complications were reported.